Manufacturer narrative:
There is no device information was provided. So, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information an allegation of skin irritation and dizziness and/or headaches. The manufacturer was made aware of this complaint through a representative of the customer. There was no report of serious patient harm or injury. Medical intervention was not specified. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information an allegation of skin irritation and dizziness and/or headaches, other. The manufacturer was made aware of this complaint through a representative of the customer. There was no report of serious patient harm or injury. Medical intervention was not specified. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box a: patient identifier (rfb) updated. Box d : serial number box e : reporting institution name. Box g:report source - other, 510k (rfb) updated. Box h: patient outcome code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.